Event description:
This lead was attempted but not implanted. A septal perforation occurred during lbbap procedure. Another lead was placed successfully and no further adverse events were reported. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.